Event description:
It was reported that surgeon stated during a recent exchange, there was outflow graft bend relief detachment noted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported disengagement of the sealed outflow graft bend relief (sogbr) could not be confirmed through this evaluation as no images were submitted for review and no product was returned. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device history records could not be reviewed as the heartmate ii device serial number as well as other specific case/patient information, are not available. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 15.5 of the IFU, "preparing a sealed outflow graft", provides information regarding how to prepare the sealed outflow graft for implant. Section 16.7 of the IFU, "de-airing the lvad", explains how to install the bend relief over the graft during implant and instructs: "slide the bend relief over the metal fitting toward the locking screw ring until it snaps into place. Visually inspect the bend relief to assure it is fully connected and seated to the sealed outflow graft. This is confirmed by the inability of the bend relief to slide back toward the anastomosis." Section 16.8 of the IFU, "securing the pump and connections", states that once the flow through the blood pump is satisfactory, assure that all sealed inflow and sealed outflow connections are dry and secure. The heartmate ii IFU cautions that care should be taken to ensure the sealed outflow graft bend relief remains connected during sternal closure. It also outlines the proper methods to install and suture the sealed outflow bend relief collar. An insert was included in the older version of the instructions for use to incorporate the enhanced attachment instructions provided in the medical device correction notification via (B)(4). This document cautions that care should be taken to ensure the sealed outflow graft bend relief remains connected during sternal closure. In addition, the sobr collar addendum (document (B)(4)) was included in the older version of the IFU, which outlines the proper methods to install and suture the sealed outflow bend relief collar. The information is now incorporated in the current versions of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their pump exchanged and an incidence of out flow graft bend relief detachment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.